Event description:
It was reported that the patient would be having surgery to prophylactically replace his vns generator. A battery life calculation was performed that estimated that the generator was likely near end of service. During the replacement surgery, the surgeon reported that the lead was fractured and needed to be replaced. It is unknown if the fracture was present prior to the surgery or if the surgeon accidently damaged the lead during generator replacement. Attempts for additional information have been unsuccessful to date. Attempts for the return of the explanted lead and generator are in progress. No adverse events have been reported.

Manufacturer narrative:
Device failure suspected but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received from the site indicating that although the generator was replaced on (B)(6) 2011, the lead was not replaced until (B)(6) 2011 due to a replacement lead not being available at that time. No trauma or manipulation was reported. The surgeon only noted "dysfunctional lead" in his notes. There was no indication if a lead fracture was observed during surgery. The lead and generator will not be returned per hospital policy.